Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture in the left ventricle and inappropriate atrial capture. A chest x-ray was performed and revealed left ventricular lead dislodgement into the atrium. Lead revision was discussed but not implemented. The patient was in stable condition.

Event description:
New information received notes the left ventricular lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm with the implant tool inserted for the reported event of dislodgement, failure to capture, and inappropriate capture. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events were unconfirmed.